Manufacturer narrative:
D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before using one (1) bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, there is a foreign material resembling a fiber on the side of the cannula. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that before using one (1) bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, there is a foreign material resembling a fiber on the side of the cannula. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: there were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k243207; k982541 d.4. Medical device lot #:5009131 d.4. Medical device expiration date: 31-dec-2027 d.4. Unique identifier (UDI) #: (B)(4). H.4. Device manufacture date: 09-jan-2025 investigation summary: bd had not received any samples or photos for investigation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: foreign matter - non-biological. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.